Event description:
On three occasions the surgeon experienced the suture pulling free or breaking. In all three cases the anchor was left in the patient. A 3.5mm ti twinfix anchor was successfully used as back up in all three cases. A delay of no longer than 5 minutes was reported for each case.